Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leak" was not confirmed. Visual and functional tests were performed and no non-conformities were observed. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. The drug vial and IV bag are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. A sample is available for investigation. No additional information is available.